Event description:
A spike of a transfer set was broken during exchanging a solution bag by clean flash. The set had been in use for 120 days. There was no pt injury or medical intervention associated with this incident according to the international affiliate.